Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient experienced chest pain and bigeminy. It was noted that impedance alerts triggered on the right atrial (ra) lead for high, low, and varying measurements. There was also a high sensing integrity counter (sic) and occasional oversensing and undersensing. A fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.